Manufacturer narrative:
The autopulse platform (s/n: (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found the battery lock bent. Review of the archive data found multiple user advisory 28 (loss of clutch connectivity) error messages on (B)(6) 2016; however, there is no indication in the archive data that the device was powered on, on the reported event date of (B)(6) 2016. The device failed functional testing. Further investigation found a loose connection from the drive train cabling to j2 on the power distribution board. To resolve the primary issue, the loose cabling and j2 were reconnected. The platform was re-tested and no faults were found. In summary, the customer's reported complaint was confirmed during functional testing. The autopulse platform is a reusable device and was manufactured on 08/13/2015. Therefore, this type of issue is characteristic of normal wear of the device. The loose connection between the drive train cabling and j2 on the power distribution was resolved. Additional repair and update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The battery lock was replaced and the power distribution board was updated. The platform passed all final testing criteria.

Event description:
During a response call, it was reported that the autopulse platform (s/n: (B)(4) displayed a user advisory 28 (loss of clutch connectivity) error message after it was powered on. According to the reporter, manual CPR was continued for an unspecified time and there was no delay in patient care. Per reporter, patient consequence is not known.